Event description:
It was reported that during a da vinci-assisted transabdominal right adrenalectomy surgical procedure, the vessel sealer extend (vse) instrument was used to seal and cut a branch of the the right adrenal vein. During the event, a side wall hole was identified and bleeding occurred. The surgeon was able to gain control of the bleed with pressure. The estimated blood loss was minimal, but more than expected. The bleed was clipped and the procedure was completed robotically with less than a 15 minute surgical delay. The surgeon reported that the vein size was appropriate for the instrument, the tips were cleaned prior to use, and the audible seal tones were as expected. No system faults or errors were displayed. The instrument was not saved and not expected to be returned. No photos or video are available for review.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.